Manufacturer narrative:
A supplemental report is being submitted for additional event details. Additional products: d1: heartware ventricular assist system- controller 2.0 d4: model #: 1420/ catalog #: 1420 / expiration date: 31-oct-2024/ serial#: (B)(6) d9: no h3: no h4: mfg date: 04-oct-2023 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that after the controller exchange, the new controller had a vad disconnect alarm and controller loss of power.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: two (2) controllers (B)(6) were not returned for evaluation, as controller (B)(6) was discarded by the customer, and controller (B)(6) is still in use. There are no device allegations against (B)(6). A review of the device history record was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed that (B)(6) was the primary controller in use during the reported event, and (B)(6) was the backup controller. Log file analysis associated with (B)(6) revealed one (1) controller fault alarm logged on (B)(6) 2025 at 16:27:40, indicating an issue with the internal battery. In addition, log files revealed that the controller had been in use for more than two (2) years. Log file analysis associated with (B)(6) revealed a controller power up with an associated pump start event logged on 09/apr/2025 at 20:05:25, indicating a loss of power to the controller. Review of the event log file revealed that, prior to the power up event, the controller last had power on 11/oct/2024. Review of the data log file revealed that the controller was not in use prior to the reported event, indicating that the controller power up event occurred during a controller exchange. Log file analysis also revealed one (1) vad disconnect alarm logged on (B)(6) 2025 at 20:04:57, indicating that the controller was powered up without the driveline connected. As a result, the reported event was confirmed. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; possible root causes of the reported controller fault alarm event may be attributed, but not limited, to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit. The most likely root cause of the controller power up event can be attributed to a controller exchange. The most likely root cause of the vad disconnect alarm associated with (B)(6) can be attributed to powering up the controller without the driveline connected, likely in preparation for the reported controller exchange. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been updated. Removed of additional product from the regulatory report: serial# (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the vad disconnects and loss of power showed on the log files for the new controller was due to it was part of the exchanged and no allegations were made towards the new controller given to the patient. The controller remains in use.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Continuation of d10: 5019 crhf adaptor implanted (B)(6) 2025, 6937a-58 lead, implanted (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a controller exhibited a controller fault alarm due to a depleted internal battery. The controller was exchanged in the clinic, and the pump started right away with the standard spare controller. No patient complications have been reported as a result of this event.